Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service unrelated to the complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called receiving the flow block alarm when performing preventative maintenance. The customer had already put the unit into external communications and made sure a set was already loaded when refreshing and they were still getting the flow block alarm. The customer had not tried another 8100. After the customer pm's another 8100 it passed. Recommended the customer replace the air in line assembly. No patient involvement. Serial number: (B)(4).